Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the little screw that tightens the guide stem on the precision aiming device (pad) would not advance and the threaded part was stuck inside so it could not be tightened down the guide stem. There was no patient involvement.

Manufacturer narrative:
H3, h6) the instrument has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.